Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer to swap the liquid crystal displays (lcd).

Event description:
The customer reported that an 840 ventilator's lower display was unreadable. The ventilator was not on a patient at the time of the event.